Manufacturer narrative:
E2 (health professional): no. E3 (occupation): non-health professional. The device was returned and there was a cut on the cable. A device history review of the current product was conducted, and no problems were found. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hd autoclavable camera head exhibited a cut on cable unit. There was no patient involvement.